Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a u9000, an external fluid leak was observed. The patient's blood venous pressure suddenly increased, and the blood color at the venous end of the blood vessel was "black and purple". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. A potential cause of the condition could have been a crack in the housing nearby the welding zone. A nonconformance has been established to further investigate. Should additional relevant information become available, a supplemental report will be submitted.